Manufacturer narrative:
One device was received. Visual inspection noted the front cover had scratches on it, line cord discolored. Corroded quick connect, j-clip not attached to unit, enclosure cracked underneath quick connect, pole clamp discolored. Functional test: put water in tank, attached temperature check, plugged line cord into outlet, turned device on brought circulating water up to 42.0. No fault found; the device tested and operated as intended with stable temperature within specified range after 2.35 hours runtime. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced pump assembly due a ? Burning? Smell, drain quick connect, enclosure, line cord, reflux plug, front cover, hl-90 switch label, needle warning label. Device passed all functional and delivery tests.

Event description:
Additional information received on 3-jul-2023 via email. The event date was on 23-jun-2023. Event occurred was unknown. Unknown patient harm/injury.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that at 41.9 degrees it would slowly start dropping in temperature until it was room temperature. Patient involvement unknown.